Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with a cracked case at the display window corners.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported, the insulin pump alarmed button error. Customer's blood glucose was 134 mg/dl. Customer does not recall any significant event that may have caused the device alarm. Customer was advised to discontinue use of the device to back up plan. No further info reported.